Event description:
Dealer advised end user stated heard a pop and then flames and black smoke came out of the charger.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated heard a pop and then flames and black smoke came out of the charger.

Manufacturer narrative:
(B)(4). Per returns expanded evaluation report form, conclusion: utilizing existing complaint information, observations, and functional testing of the returned device int its "as received" condition, the complaint of the battery charger producing smoke and flames was not confirmed. No evidence of burning, smoking, or fire damage was found on the battery charger. During the test charge, the battery charger fully charged a set of test batteries and did not produce smoke or flames at any point during the test. However, the batteries used were invacare power wheelchair batteries and not 21st century batteries. Therefore, the ability to reproduce the failure mode reported by the end user may have been limited.